Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle libre 2 reader and customer was unable to obtain readings for "4 days". As a result, customer experienced a seizure, however no further details were provided as customer deferred troubleshooting. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the freestyle libre 2 reader and customer was unable to obtain readings for "4 days". As a result, customer experienced a seizure, however no further details were provided as customer deferred troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.